Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device was stuck with the wire. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in the severely calcified coronary artery. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The catheter and wire were removed as a single unit and the procedure was completed with another of the same device. Furthermore, the guidewire able to be removed from the catheter outside the body. No patient complications reported.